Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a suture passer was used to advance a suture with a needle into the patient on multiple occasions. After several in and out motions a piece of the seal dislodged in the abdominal wall. It was found and removed from the patient. No patient injury has been noted.